Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the introducer needle of the infusion set did not extend, therefore the cannula was not inserted in the body. The patient experienced elevated blood glucose levels and was taken to the hospital. At the hospital the patient's blood glucose was over 500 mg/dl and she was diagnosed with ketoacidosis. The hospital treated the patient with insulin. The patient's blood glucose stabilized after 2-3 hours and she was discharged from the hospital. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.